Manufacturer narrative:
After investigation it was determined the event happened as a result of user error. H codes updated to reflect investigation results.

Event description:
It was reported the cot tipped over. The user facility was unable to provide the model number and serial number of the device. There was patient involvement but no reports of adverse consequences.

Manufacturer narrative:
Device not accessible for testing.

Event description:
It was reported the cot tipped over. The user facility was unable to provide the model number and serial number of the device. There was patient involvement but no reports of adverse consequences.